Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified abdominal aorta to the iliac artery. A 1.5mm x 20mm x 143cm coyote balloon was advanced for dilation. The balloon was inflated multiple times at 6 atmospheres for several seconds, however, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified abdominal aorta to the iliac artery. A 1.5mm x 20mm x 143cm coyote balloon was advanced for dilation. The balloon was inflated multiple times at 6 atmospheres for several seconds, however, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.